Manufacturer narrative:
H.6. Investigation: samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd integra¿ syringe with detachable needle leaked during use. The following information was provided by the initial reporter: material no: 305270, batch no: 8324872. It was reported during an injection the medication leaked out around the needle hub with one syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd integra¿ syringe with detachable needle leaked during use. The following information was provided by the initial reporter: material no: 305270, batch no: 8324872. It was reported during an injection the medication leaked out around the needle hub with one syringe.